Event description:
It was reported that during a right ankle open reduction internal fixation (orif), the k-wire broke and 50mm of the wire was retained in the patient. There was no delay in surgery. Procedure was completed successfully. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product code: htn. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.